Event description:
It was reported via repair work order that the lift would raise but would not lower due to the motion interrupt cherry switch being engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.